Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old patient on impella cp had delivery issues. The impella was having issues with the pump was unable to pass beyond left iliac aortic junction and was noted to be caused by previous iliac aortic stent. Md tried to advance impella beyond left iliac twice to no avail, unable to pass through vasculature. The decision was made to remove pump and intra-aortic balloon pump (iabp) support was done.